Event description:
Caller reported an occlusion alarm without specific alarm number verification from the pump history, and event did not occur earlier in the day. There was no impact to the customer's blood glucose level, as it did not exceed 500 mg/dl or read ¿high¿ on the cgm. Customer resolved the issue by reloading the existing cartridge and resuming insulin; recurring occlusion issues were not experienced, thus further assistance was not needed, and the case was closed by cts.